Event description:
Bipap was on patient, turned off by itself twice, second time it was witnessed. Immediately tagged out of service, then notified biomed and risk management. Diagnosis or reason for use: assist with breathing.